Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: gold tip of the laser fiber came off after gsv portion of procedure and prior to performing a ssv ablation. Occurred outside the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The device was evaluated by the manufacturing engineer (me) for this product. The me confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive was present. The customer's reported complaint description of the gold tip detaching from the fiber is confirmed. A definitive root cause cannot be determined at this time, although a possible contributing factor could be due to mishandling of the fiber by the end user during the ablation of the gsv. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).